Event description:
It was reported that approximately 30 spectrum iq pump had upstream occlusion issues while on patients. It was stated that the nurse clears the upstream occlusion alarm and in all cases the pumps did not infuse properly after the alarm was cleared during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.